Event description:
It was reported by repair work order that the customer alleged that the fowler had malfunctioned. Upon inspection of the unit by the service technician, it was identified that the fowler had a broken weld on the fowler weldment. The break was reported to have resulted in exposed sharp edges.

Manufacturer narrative:
Fowler